Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero pressure rated extension set had connection issues the following information was received by the initial reporter with the following verbatimit was reported by customer that the t connector on extension set mzxt5306 is not securely fitting on the end of IV hub, leading to leaking of blood and medication. The luer lock connection is not seating properly to IV hub, leading to nurses spinning the spin collar and, in some cases, cracking it.

Manufacturer narrative:
The customer reported the t connector is not securely fitting, and returned 3 unused samples of material mzxt5306, lot not 25085605. Upon initial visual examination, the sets had no defects or abnormalities. The issue of connection issues was unable to be replicated, and all connections on the t connector set were also able to hold watertight connections.a device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.the manufacturing site was unable to assign a root cause for the connection issue, due to the investigation being unable to replicate the failure.